Event description:
At the end of the atrial fibrillation procedure, a cardiac perforation occurred. The ablation catheter was inserted through the transseptal, but created a breach in the right atrium, close to the transseptal. The catheter was visualized in the epicardium. The patient became hypotensive and tachycardiac, and the pericardial effusion was diagnosed via ultrasound. A pericardiocentesis was performed to drain 400cc of blood to stabilize the patient and complete the procedure. The patient has been awakened and will spend a night in intensive care for monitoring.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.